Event description:
The customer reported that the op check test failed with pads/paddles ECG and therapy knob errors. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the op check test failed with pads/paddles ECG and therapy knob errors. There was no reported pt involvement. Philips evaluated the device and found that it failed the pads/paddles ECG test. No trouble was found with the therapy knob. The device was repaired by replacement of the power pca. After passing all performance assurance tests the device was returned to the customer. We will consider this a malfunction of the power pca that caused a pads/paddles ECG failure. See scanned page.